Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 512 mg/dl. Customer passed out due to high blood glucose. Customer experienced nausea, vomiting, excessive thirst and ketones. The paramedics were called and transported customer to hospital. Hospital treated with IV drip. Nothing further reported.